Manufacturer narrative:
The investigation into the access site bleed issue has been completed. The impella 5.0 was returned for investigation. The case data logs were not returned. The returned pump was run in the laboratory for two hours and sensor drift was reproduced. The cause of the issue was sensor drift. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the patient experienced bleeding and a hematoma, a blood transfusion was administered. It was reported that the patient survived normal explant.